Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-02501. It was reported the patients leads had migrated due to horseback riding. As a result, surgical intervention was undertaken during which the patients leads were explanted and replaced with a different model lead. Surgical intervention addressed the issue.

Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.